Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, during the index procedure a type ia endoleak was observed after the 36x14x103 endurant stent graft was implanted. The physician elected to use aptus endoanchors to resolve the endoleak. It was reported that, four aptus endoanchors were successfully applied by the physician to the endurant stent graft. The physician determined that the four endoanchors resolved the type ia endoleak. Per the physician, the cause of the type ia endoleak was due to a large angulated neck. No additional clinical sequelae were reported and the patient is fine.